Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the variable angle (va) calcaneal is out of stock due to an inventory issue. The procedure was completed using a smaller plate which was not suitable for the patient, the fracture is quite comminuted and we were not able to provide a comprehensive surgical solution. There was a sixty (60) minute surgical delay. The procedure was completed successfully, however not all of the fractures were caught and fixation was not satisfying. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).